Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory specialist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band balloon would not hold air and was self-deflating immediately upon application. No patient injuries were reported. The case involved a left heart catheterization (lhc) with no blood loss. Additional information was received on 22 aug 2024: the deflation issue originated from the main compression balloon. When the tr band was applied, 18ml of air was injected. Hemostasis was achieved through manual pressure. There was no visible damage to the device, and the patient remained stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 and to provide the completed investigation results. One tr band was returned for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 7ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the inflation balloon to check valve seal. The sample failed leak testing. The sample was placed under the microscope to look at the location of the leak. Upon microscopic inspection, there is a gap in the seal of the inflation balloon to check valve. The complaint can be confirmed for air flow issues. The exact root cause cannot be determined. The operations quality engineer was notified about this issue and non-conformances reports (ncr) was initiated. Nc will contain root cause analysis and corrective actions. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).